Event description:
Information was received indicating that a smiths medical level 1® h-1200 low flow fluid warmer would not power on. There were no reported adverse effects.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 had not power was confirmed. Device physical condition arrived with damage to enclosure, front cover, tank cover and line cored. It was also noted to have outdated pcb (power circuit board and power switch.) Testing was done by filling tank and switching on power which confirmed complaint. No action was taken as device was believed beyond repair and was scrapped due to economical repairs that were needed. Updated fields b 1 b 4 b 5 d 10 g 7 h 1 h 2 h 3 h 6 h 10

Event description:
Investigation completed on a smiths medical level one fluid warming/level 1 hotline low flow systems - hl-90 . Summary in h-10.